Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an error occurred upon the removal of the medications, and the error indicated an issue with recording the transaction, possibly due to a network connection problem or a database error. The customer mentioned that the database needed to be compressed because the storage had exceeded the threshold. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an error upon removal of medications. A technical support specialist accessed the station logs and found the c: drive low on space and cleared the temp files. The tss dialed into station and ran tree size and identified a large number of structured query language dump files and found that maintenance logs showed a recurring error, but the database was not bloated and ran check database and attached the results and attempts to apply knowledge article titled 'medstation es maintenance service purge deletion service error internal query processor error' and escalated to server and reviewed the logs, stopped services, and cleared the dump files and then fully synchronized the station and found no new structured query language dump files accumulated and the error no longer appeared. The system functioned as intended after the technical support specialist troubleshot the issue.